Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was producing gray images. It was reported that when taking 2d anteroposterior (ap) and lateral images, the images were displayed on the mobile view station (mvs) as completely gray and washed out. The image calibration had been completed recently, and was current. The 3d imaging reportedly functioned as expected. The procedure was completed successfully with the imaging system after a reported delay of 10 minutes. The patient was not impacted.

Manufacturer narrative:
(B)(6).